Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and installed revision ag software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.